Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time.  Based on the review of the run data file (rdf), a 4305 alarm occurred towards the end of the run, which ended the procedure. When this alarm occurs the device reaches a safety state which opens and closes certain valves to maintain donor safety. Before the alarm occurred, the weigh station shows a total of 892 ml being collected which is below the total collection volume. Then alarm caused the return pump track to open which resulted in fluid from the centrifuge to be expressed into the bottle increasing the bottle volume to 910ml. Therefore, the device did not overcollect. Additionally, the ring is a visual indicator and is not functionally involved in collection procedure on the rika device. No calculation completed during the plasma collection is derived from this progress meter ring. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the operator incorrectly entered volumes for a donor and had a potential overharvest on a rika device. Donor age, gender and outcome are unknown at this time. Full collection ID: (B)(6) the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time. Based on the review of the run data file (rdf), a 4305 alarm occurred towards the end of the run, which ended the procedure. When this alarm occurs the device reaches a safety state which opens and closes certain valves to maintain donor safety. Before the alarm occurred, the weigh station shows a total of 892 ml being collected which is below the total collection volume. Then alarm caused the return pump track to open which resulted in fluid from the centrifuge to be expressed into the bottle increasing the bottle volume to 910ml. Therefore, the device did not overcollect. Additionally, the ring is a visual indicator and is not functionally involved in collection procedure on the rika device. No calculation completed during the plasma collection is derived from this progress meter ring. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed there was no overcollection that occurred for this event. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that the operator incorrectly entered volumes for a donor and had a potential overharvest on a rika device. Donor age, gender and outcome are unknown at this time. Full collection ID: (B)(6). The collection set is not available for return because it was discarded by the customer.